Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical manager reported that following an intraocular lens (iol) implant procedure, the patient experienced halos, glare and the lens had shifted. Approximately 13 months following the implant procedure, the iol was exchanged. Additional information has been requested.